Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, xt-r, sion black. Guide cath: hyperion 6fr spb3.5. (B)(4). The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. In this case it is likely that the balloon interacted with the moderately tortuous, heavily calcified and 100% stenosed lesion such that the device failed to cross and the balloon became damaged and subsequently ruptured during the second inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters traveler rx, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, moderately tortuous, and heavily calcified lesion in the distal circumflex artery. A 1.2 x 06 mm traveler rx balloon dilatation catheter (bdc) was prepped inside the anatomy and used for pre-dilatation; however, the device failed to cross due to the anatomy. A second attempt to cross the lesion was made by performing step by step dilation of the proximal part of the lesion. The balloon ruptured during second inflation at 12 atmospheres. The bdc was replaced with a non-abbott bdc which also failed to cross. The procedure was finished without further treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.